Manufacturer narrative:
The MFR has received the devices from the uf and the eval is currently ongoing. The following devices were returned to the MFR by the uf: model number 3150m, and model number 3155mvs. The initial eval of the incident supports that the clinician set the ECG monitoring to the "cal" lead (meaning "calibrate", which is used only during maintenance/servicing of the device and not for actual patient monitoring), and did not note the obvious non-physiological waveform of the "cal" lead. A follow-up report will be submitted upon completion of the investigation.